Event description:
It was reported that during reprocessing the da vinci s surgical precise bipolar forceps instrument a little metallic piece was found. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint of after sterilization, a little metallic piece was found was confirmed with the following clarification: the metal piece likely does not belong to the returned instrument. The instrument was returned with a .185 long roll pin taped to the housing. The roll pin was similar in size to the quantity four roll pins installed in the chassis to hold release levers in place. Visual inspection showed all four roll pins were installed in the chassis. There were no other roll pins that were used on the instrument, suggesting the roll pin was from a different instrument. Engineering also found tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .060 - .200 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely may have been caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.